Event description:
Doctor was using the capio device and it malfunctioned. No harm to patient noted. The malfunction was with the suture. According to the provider, the tensile strength of the suture is grossly inadequate. The tip of the suture popped off while the surgeon was attempting to suture tissue during the procedure. The manufacturer was informed of the issue and indicated that an investigation of the suture would occur. Dates of use: 2008. Event abated after use stopped or dose reduced: yes.